Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non conformances were found. Because the pump was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the feeding was programmed to deliver a dose of 50 ml, but the pump was delivered the entire 75 ml in the bag. Mmdg followed up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).